Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the keypad was intermittently not responding. Customer¿s blood glucose was 171 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent buttons. Problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. (B)(4).